Event description:
Oral care was being performed on a ventilator-dependent patient and the foam apparently came off the suction swab. The anesthesiologist sedated the patient and removed the foam using a laryngoscope and forceps. The facility was not utilizing a bit block during oral care. Team technologies (manufacturing site) received the sample from (B)(4) (distributor) for eval. The sample showed evidence of glue on the suction handle with small amounts of the foam still attached. Team technologies reviewed the device history records for this lot, and all foam pull tests were within established specification. We have no trend for this reported issue with the foam. A root cause has not been determined but we cannot rule out the possibility that the end user bit down on the suction swab as it was being removed from the mouth, causing it to shear off.